Event description:
While requesting assistance from baxter to bypass initial drain on the homechoice cycler, the home pt reported being diagnosed with peritonitis. Follow up with health care professional reveals home pt had "multiple organism" peritonitis, as well as a fungal infection in her catheter. According to health care professional, the home pt was treated with antibiotics, ancef and vancomycin. Home pt states catheter was removed as a result of the fungal infection and she has switched modalities to hemodialysis. According to both home pt and health care professional, peritonitis event and subsequent catheter removal are not attributable to homechoice cycler. Home care professional refused to provide any further incident details.